Manufacturer narrative:
The hcp did not respond to the manufacturer's follow up requests regarding the circumstance of the incident despite several follow up attempts. Clinical expert assessment showed that for the bone exposure to occur, most likely there must be a pre-existing ear condition e.g. Abrasion or ulceration in the ear that was left untreated. However, due to lack of the follow up from the hcp it is not possible to further confirm it. The manufacturer has already considered the risk of non-self resolving tissue injuries in the risk file and the other accompanying product documents. The user guide contains information about safe removal of the device and to consult a specialist prior to the use of lyric to ensure that a patient meets required conditions for lyric insertion. This is the final report. The manufacturer will observe for trends.

Manufacturer narrative:
The manufacturer initiated a follow up. The investigation is ongoing. Supplementary reports will be submitted upon availability.

Event description:
The physician reported exposed bone in patient's ear with lyric (xxs). Significant healing will be required and patient may not be allowed to use the lyric again in the left ear.